Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced pain, discomfort, soreness, and a popping sensation, which negatively affected ability to perform activities of daily living. Blood tests have revealed consistently elevated levels of chromium and cobalt. Also alleges pseudotumor and metal wear/metallosis. Doi: (B)(6) 2009, dor: (B)(6) 2012, (left hip) first revision.